Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in the proximal lad was predilated with a 2.0x11mm and a 2.5x11mm nc stormer balloon. A taxus express2 2.5x8mm drug eluting stent was advanced to the lesion in the lad and was unable to cross the lesion which caused the stent struts to be damaged. The stent was exchanged and the procedure was completed with another taxus express2 2.5x8mm drug eluting stent. No patient complications were reported. Patient status is satisfactory.